Manufacturer narrative:
One mid-range adjustable hyperflex tracheostomy (trach) was returned for analysis in good condition. Inflation test was performed by using a syringe to inflate the cuff with 20cc of air. The cuff symmetry did not exceed the 1/3:2/3 for an aire cuff trach. The cuff was removed from the shaft and four thickness measurements of the cuff were taken using a digital mitutoyo thickness gage; all measurements are within specification. Based on the evidence, the root cause is unknown as the complaint could not be confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during a pre-test check, the cuff component of the tracheostomy tube failed to inflate equally. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One mid-range adjustable hyperflex tracheostomy (trach) was returned for analysis in good condition. Inflation test was performed by using a syringe to inflate the cuff with 20cc of air. The cuff symmetry did not exceed the 1/3:2/3 for an aire cuff trach. The cuff was removed from the shaft and four thickness measurements of the cuff were taken using a digital mitutoyo thickness gage; all measurements are within specification. Based on the evidence, the root cause is unknown as the complaint could not be confirmed.